Event description:
It was reported that a wearable failure occurred. On (B)(6) 2026, it was reported by a dexcom employee that while out to dinner with friends, a friend stated that an unknown patient came into the emergency room with an ¿extremely low blood sugar¿ because the dexcom had ¿failed¿. No other patient or event details were provided, including the event leading up to the patient¿s ER visit, patient symptoms, treatment details, or length of stay in the ER before being discharged. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.